Event description:
It was reported that the heater line became disconnected from the heater bag during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported that the line became disconnected as a result of a loose connection. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.